Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the broken tasps were discovered upon tray check in at our office location.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history records & receiving inspection report was reviewed for deviations and / or anomalies with no deviations / anomalies identified. Verified item lot combination and reviewed manufacturing date as tasp exhibits signs of repeated use (nicked or gouged) and has one of components 1 and 2 disassembled / missing. The missing component was not returned. Medical records were not provided complaint confirmed. The device is confirmed to have been a part of a previous investigation. Field action zfa 2014-67 and z-1052-2015 were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. A CAPA was previously initiated to further evaluate the reported event.

Event description:
No further event information available at the time of this report.